Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had frequent and urgent urination and difficulty urinating since they had the device. The patient was traveling at the time of report and declined troubleshooting. On (B)(6) 2017, troubleshooting was performed with the patient. The patient was at 0.9 volts and did not feel the stimulation. They increased the stimulation to 1.1 volts. It was reviewed with the patient to increase again and was re-directed to their doctor regarding the issue. There were no further complications reported or anticipated. Additional information was received. It was noted that they patient got the device for, they hoped, bladder and bowel. However, it was reported that their bladder symptoms were worse; they were experiencing retention. They had not been able to urinate on their own after 9 or 10 am since (B)(6) 2017; they could go a little bit every morning, but then they couldn't, and they just didn't know why. The patient stated that their healthcare provider instructed them to change programs every two weeks. They had been on program 2, and now they were on program 3, at 1.4 volts, and they felt the stimulation. Troubleshooting confirmed that stimulation was on, and it was reviewed that they could consider increasing the amplitude. The patient increased to 2.0 volts on program 3, and confirmed that they felt stimulation in the correct area. It was noted that they had been higher than 1.4 volts, ¿a few days ago,¿ but they didn't keep track of it, and didn't think they had been at 2.0 volts before. It was stated that this was the most discouraging, frustrating thing they had ever had. It was recommended that they continue tracking their symptoms and either call back, or follow up with their healthcare provider if they were still having issues. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information received from the patient indicated that since they were implanted on (B)(6), their symptoms have included: difficulty urinating, urine retention, urinary tract infections, the inability to urinate after 9:00 am, spasms, pain, and discomfort. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their symptoms keep getting worse week after week and they can no longer urinate on their own. They had tried 4 programs. Patient got a poor communication screen but after repositioning was able to connect. Anything above 1.2v they feel fluttering but they can reportedly tolerate it. Consumer was redirected to their health care professional. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient called regarding previously reported issues. They reported they had just had an appointment with their healthcare provider and they forgot their equipment to reprogram their device. Patient reported they had tried to run through all 4 programs again and tried turning off their implantable neurostimulator (ins) to improve symptoms, but nothing worked.